Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: concomitant products: deflation and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085269 that a female patient underwent an unspecified breast surgery with two unspecified mentor gel breast prostheses and was presented with deflations and generalized illness. As a result, the patient had the devices removed on (B)(6) 2005. The patient reported ¿six surgeries¿ but did not give specific information for any of the events. If additional information is received in the future, related complaint files will be created and processed accordingly. This report is for one of the two effected sides.